Manufacturer narrative:
Other applicable components are: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient has normal back pain, but it is much worse. They also said there is a lot of soreness in their back at their lead site as well. As a result of what was reported, the patient was advised to inform their healthcare provider (hcp). Four days later, patient said the left side worked a lot better than the right lead; their symptoms appear to be returning to baseline. They were advised to switch back to the original lead. On (B)(6), patient called into the call center. They changed sides on (B)(6) after which they had a change in symptoms/leakage like prior to the trial. The patient spoke with the call agency who reviewed to change back to the original setting, but they are still having problems and encountered screen 59; patient is currently at 2.5ma. It was reviewed to decrease amplitude to 0.0ma and increase to effect (7ma), but the issue was not resolved. Now, the patient sees the message at 0.1ma. As a result of what was reported, the patient was redirected to their hcp to discuss symptoms/assess programming. No further patient complications have been reported as a result of this event.